Event description:
It was reported that multiple altitude alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Multiple follow up attempts were made to obtain additional information but no response was received.